Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that the telemetry control center acknowledges an alarm by itself; error occurred at approximately 06:15 am, (B)(6) 2024 on tele 04. No adverse event or patient harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The customer advised that the logs were not available and wanted to know what information was needed in case the error occurs again. The rse advised that the date, time, bed number, the alarm, logs, and possibly the alarm strips would be needed. The rse advised that the customer can also look at the audit log via the main menu. The rse advised that her experience shows that alarms do not acknowledge themselves and that there is usually an unexpected acknowledgment action on another device, or the alarm situation is no longer present, and the monitor may be configured so that this alarm is no longer displayed (non-latching). Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The customer advised that a callback would be made if the issue occurs again. The investigation concludes that no further action is required at this time.